Event description:
A u.s. Distributor reported that a patient's electrode belt was damaged and patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The distribution node to the rear cable was severed, and the trunk cable connector j702 on the distribution node pca was broken. The root cause for the damaged cable was excessive force. There were no adverse events associated with the damaged electrode belt.